Manufacturer narrative:
(B)(4). Angiographic images were received and reviewed showing the clip in the left femoral artery and occlusion of the left femoral artery at the level of the starclose clip. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment (click 4) which should be 60-75 degrees, and retraction of the device during clip deployment (click 4). Return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Because the product was not returned for analysis, review of the lot history record for this product and a query of the complaint-handling database could not be performed. In this instance, based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience could not be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Angiographic images are expected to be returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure for common iliac artery stenosis. Reportedly, after the common femoral artery was successfully closed, no pulse was detectable in the patients feet. Angio CT was performed, revealing an occlusion of the common femoral artery. The prongs of the clip caught the arterial wall. The clip was surgically removed and the puncture site was closed by a patch. There were no reported adverse patient sequelae. Though requested, no additional information was provided.